Event description:
While the anesthesiologist was preparing to hook up IV tubing, primed with bag of sterile saline to the patient, doctor noticed it was leaking from the backflush valve. When they further investigated the leak, the tubing came apart at the backflush valve location.